Manufacturer narrative:
Evaluation summary: the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The hand-activation buttons were tested and functioned properly. The device was tested on a generator and no error codes were received. Upon further testing with a generator it was concluded that there was a switch failure due to intermittent contact between the hand piece and the instrument.

Event description:
It was reported that during a lap rectoplexy procedure, approximately 90 minutes into the procedure, the right sided max and min buttons stopped working - there was no sound and no response from the instrument when either of them was depressed. The left buttons continued to function appropriately. No harm was caused to the patient. The instrument was removed and replaced with a new instrument and the surgeon continued the procedure with no further issues.